Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead was observed dislodged. The physician elected to deactivate tachy therapy of the associated device and stated that intervention would ensue; however, the procedure not yet scheduled. No adverse patient effects were reported.

Event description:
The following day, this lead was repositioned in the absence of adverse effects; however, the patient expired approximately one month post intervention reportedly due to respiratory arrest. Field follow-up confirmed the patient's death was not attributed to the boston scientific product nor the repositioning procedure, and the lead was not explanted post mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.